Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova USA inc. Manufactures the cardioplegia cannula adapter. The incident occurred in (B)(6), pennsylvania. Through follow-up communication livanova the following additional information: the leak was from the inlet side of the 4-way hub; air leak into the device occurred in at least one instance and it was removed before it was transmitted to the patient. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova USA inc. Received a report that, during procedure, four (4) cardioplegia adapters was found to be leaking and also air leak into the device occurred in at least one instance. Leaking devices were discarded and replaced by the customer. There was no patient injury.

Manufacturer narrative:
Units were discarded by the customer nor visual evidence of the issue was available for investigation. The leaking connection is bonded using uv-adhesive during the manufacturing process. From the review of the database, further events of leak have been registered on this product code. Based on the above, the most likely root cause of the reported event has been traced back to an operator error occurred during the bonding phase in manufacturing. The personnel will be involved in a dedicated training meeting awaring of customer's complaint. Based on the intended use and different configurations of use of cardioplegia adapters, air bubbles are expected to form in the lines in an amount that would not be critical for the patient since the risk that air goes into the systemic circulation is very low. Accordingly, instruction for use prescribes to check that cardioplegia delivery set must be ensured to be free of air prior to cardioplegia solution delivery. In conclusion, this issue is not critical in terms of air management and it is unlikely that air is infused to the patient. Based on this, the event is being reassessed as not reportable the risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.